Event description:
On (B)(6) 2016 it was reported that during a follow-up performed on (B)(6) 2016, the subject device was found with a battery impedance of 14.76ko. During the previous follow-up performed on (B)(6) 2016, the battery impedance was 2.88ko and the time to rrt displayed by the programmer was 8 months.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2016 it was reported that during a follow-up performed on 02 sep 2016, the subject device was found with a battery impedance of 14.76kohms. During the previous follow-up performed on 17 feb 2016, the battery impedance was 2.88kohms and the time to rrt displayed by the programmer was 8 months.